Event description:
It was reported the device exhibited a repetitive watchdog alarm, occurred approximatively two weeks. Per reporter the main board needs to be changed. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. Primary audible alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, during testing the speaker was found to be malfunctioning. The speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.